Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up after not being seen for some time. It was noticed that there was redness around the pacemaker site. Then, when the patient came in for re-evaluation, it was found that the pacemaker, right atrial and right ventricular leads had eroded through the skin. It was concluded by the physician that the patient had developed an infection, but the source of the infection was not determined. The pacemaker, right atrial and right ventricular leads were explanted on (B)(6) 2019 and the patient was stable before, during, and after the procedure.